Event description:
It was reported that the deep brain stimulation (dbs) patient passed away after experiencing a fall. This event was reported as not related to the procedure. The relationship to the device hardware or device stimulation was not reported and is unknown. Additional information was received indicating that the reported event was not related to the device hardware and unlikely related to the stimulation. The physician's email address was also obtained.

Event description:
It was reported that the deep brain stimulation (dbs) patient passed away after experiencing a fall. This event was reported as not related to the procedure. The relationship to the device hardware or device stimulation was not reported and is unknown.